Manufacturer narrative:
Additional information received indicated that the customer's blood glucose level was high at the time of the occlusion, but the exact level could not be recalled.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer thought that the needle may have been clogged. However, as these alarms occurred in the past, tandem technical support was unable to perform a system check to confirm the cause of the occlusions.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.